Manufacturer narrative:
This report is submitted on december 21, 2020.

Event description:
Per the clinic, the patient experienced skin irritation at the abutment site, and was treated with steroid and antibiotic ointments (specific date not reported). The implanted device remains.